Event description:
Boston scientific received information that the shock lead impedance on this right ventricular (rv) lead measured > 125 ohms. The field representative sent information to boston scientific technical services (ts) for review. It appeared that in (B)(6) 2012, the daily measurements for the shock lead impedances were variable with some out-of-range (oor) readings noted, and that the shock electrogram (egm) looked unusual. Capture, sensing and sensing impedances were normal. Additional information was received that surgical intervention was performed due to the high shock lead impedance readings, and this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 47mm from the terminal pin. There was a sharp curve in the lead and deep surface abrasions noted in the insulation over this area, as well as, on the two other legs. Due to the location and type of damage this appears consistent with a fatigue fracture. The field allegation was confirmed.